Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated catalog and UDI number, for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Event description:
Per complaint (B)(4), a patient experienced peri-implantitis. Their dental implant was removed three years after initial placement.